Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment were not reported. The patient was transferred to hemodialysis. At the time of this report, the patient has recovered seven days after the event onset. The reporter declined to provide additional information.